Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer¿s representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the rep was having trouble running impedance when the ins was in the pocket, the impedance doesn¿t finish. When they ins is out of the pocket they were able to complete the impedance test, however the it was greater than 4,000 ohms which made sense since the device was not in the pocket. The rep mentioned that all bipole pairs had normal impedance. The rep stated the light in the operating room was off and they even moved it. It was suggested that the rep turn the handset and communicator off and then try again. The rep later reported that while they were on the phone the operating room staff flipped the patient to have the second part of their surgery performed, the ins was the first thing done. The rep noted they had to wait until the end of the procedure in the post-anesthesia care unit to program and communicate with the patient¿s implant. The rep noted the fluoroscopy was off, tv monitors were off, and operating room lights were not directly pointing down on the patient. The rep also rebooted the smart programmer and communicator, so they were ready to try communicating again post-surgery. The rep called back the same day to update that the issue was resolved, and they were able to get the patient programmed when they were out of the operating room. The rep added that there was additional equipment in the operating room as the patient had additional medical procedures after the ins. The patient was under general anesthesia and they flipped the patient over after to perform a hysterectomy. No patient symptoms were reported. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.